Manufacturer narrative:
On (B)(6) 2022, customer service conducted troubleshooting with the customer and determined that the pump sounded fine and it was working. On (B)(6) 2022, customer service conducted troubleshooting with the customer, verifying user was using correct kit and components; verifying parts are being washed according to instructions for use; verifying the customer did not have any milk backup. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and the original was not requested back due to the customer having mrsa while in the hospital during her c-section. In follow up with a complaint handler on 05/23/2022, the customer indicated she developed a breast infection on (B)(6) 2022, and was prescribed and antibiotic by her doctor. The customer also stated that the infection is clearing up but she still has three days left of her antibiotic. Additionally, she stated that the replacement pump is working well. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged that her pump in style max flow was making a noise that sounded different. On (B)(6) 2022, the customer called medela again and alleged that her pump in style max flow had low suction and has a breast infection.